Event description:
It was reported to philips that the system's power distribution unit fuse in the m-cabinet was open, which could impact booting. The device was outside at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.